Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen standard electrode was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, ablation was performed at 120w in two positions, with two 10-minute cycles at each position, and roll-off was achieved. However, there was no sign of ablation on the CT scan after the algorithm was complete; the electrode did not deliver energy to burn the tissue. A non-bsc electrode and generator were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device found the tines to be fully retracted. Functional evaluation found some resistance while extending and retracting the array. The tines were found to properly formed and evenly spaced. The conductivity was measured and the electrode was within specifications, indicating the device was able to conduct current properly. The complaint was not confirmed; the returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen standard electrode was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, ablation was performed at 120w in two positions, with two 10-minute cycles at each position, and roll-off was achieved. However, there was no sign of ablation on the CT scan after the algorithm was complete; the electrode did not deliver energy to burn the tissue. A non-bsc electrode and generator were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.